Manufacturer narrative:
It was reported that the device was explanted under general anaesthetic. Device analysis report is attached. This report is submitted on december 29, 2023.

Manufacturer narrative:
This report is submitted on october 27, 2023.

Event description:
Per the clinic, the patient experienced facial nerve stimulation, pain with stimulation, and sound too loud (specific date not reported). Subsequently, the device was explanted on (B)(6) 2023, and the patient was reimplanted with another cochlear device during the same surgery.